Event description:
A malfunction alarm labeled as "malf 0" was reported, prompting customer to seek support. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and helping with the reset procedure, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue returned, acknowledging the instructions received.